Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter addr 1: (B)(6). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: material number and batch number is unknown; reviews could not be performed. Based on limited information available after multiple unsuccessful attempts to obtain. No sample was provided by the customer after multiple request.  CAPA is not required at this time.

Event description:
It was reported that unspecified bd syringe experienced 2 cases of difficult plunger movement, and 2 cases of leakage past the stopper/plunger. The following information was provided by the initial reporter: 2 syringes noted in same room to be faulty. Faulty meaning syringe not aspirating vaccine solution, instead solution running externally outside of syringe, and plunger noted to need to lot of force to expel plunger at 0.5 mark. Syringe looks visibly 'wonky'